Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and heavily calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous lesion in the left anterior descending (lad). The 2.25x15mm trek rx balloon dilatation catheter (bdc) was prepared and advanced with no noted issues, and attempted to be used for vessel dilatation; however, during the first inflation the balloon was noted to rupture at 8atms. Therefore the bdc was removed and a nc trek bdc was used to continue the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.